Manufacturer narrative:
Results: the ace68 was kinked approximately 3.5, 9.5, 11.5 and 101.5 cm from the hub. Conclusions: evaluation of the returned ace68 confirmed that the catheter was kinked. If the ace68 is forcefully advanced against resistance at an extreme angle during use, damage such as a kink may occur. Further evaluation of the returned ace68 revealed an additional kink near the mid-shaft. This damage was likely incidental to the reported complaint. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using penumbra system ace 68 reperfusion catheter (ace68). During the procedure, while inserting the ace68 to make an initial pass, the physician noticed the proximal end of the ace68 to be kinked. Therefore, the ace68 was removed. The procedure was completed using a new catheter. There was no report of an adverse effect to the patient.